Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Is the user a new user to veraseal? If not, how many times have they used veraseal prior to this event? 2. How many times have they applied the laparoscopic tip? 3. Was a sales representative present during the case when the issue was experienced? 4. Was any leakage or product solution observed at the luer locks connection? 5. Were there any unexpected outcomes or complications as a result of the event? 6. Are there pictures of the damaged device available? This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a fibrin sealant preparation device was used. It was difficult to assemble the tip with syringe. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint #(B)(4). Additional information: d4, h4: the actual device batch number associated with this event is not known. The following are the possible batch numbers: 3339694 and 3336831. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the possible finished device lots, and no non-conformances were identified. Additional information: d4, h4 ¿ the actual device batch number associated with this event is not known. The following are the possible batch numbers: batch 3339694 mfg date: march 09, 2023, exp date: march 10, 2028; batch 3336831 mfg date: march 02, 2023, exp date: march 09, 2028. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - no device problem found. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the unitary box and the syringe holder with pre-filled syringes inside the original unopened packaging was returned. The dual applicator tip vraas1 device was returned not returned. No functional testing could be performed due to no device returned. In addition, the secondary box and the syringe holder with pre-filled syringes fill inside the original unopened packaging. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. The results of batch records for the batches of tips used. It is concluded that all the components¿ parts utilized for the involved batches met the established specifications with no incidents related. Considering that the dual applicator tip was not returned, and it was not possible to perform a functionality test to detect any issue, we proceed to conclude the case with the available information. Even though a definitive root cause cannot be determined, considering there were no evidence detected during the manufacturing process of the tips, it can be concluded that the reported notification is not related to the quality of the components used. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. This report is not intended to deny that you experienced a problem with the device. Per instructions for use: ¿loosen the luer locks to remove the spray and drip tip from the adapter, attach the vistaseal laparoscopic dual applicator to the adapter by tightening the luer lock¿. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.